Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the implantable neurostimulator (ins) never really seemed to help the patient and the ins increased his pain gradually. The patient stated that a manufacturer representative (rep) tried different things to help the patient but the device was explanted in (B)(6) 2007. It was confirmed that the patient did not have an ins at the time of the report but they were scheduled for an interstim implant on (B)(6) 2018. There were no further complications reported or anticipated.